Event description:
Received notice of litigation. Complaint pleading alleges patient underwent a laparoscopic splenectomy during which "an optiview trocar" was utilized. Complaint further alleges "surgeon and/or nursing personnel/operating room staff negligently and improperly manipulated and operated the optiview trocar, or said trocar was defective or malfunctioned in such a manner as to cause multiple severe and life threatening perforation injuries to the transverse colon and proximal jejunum." Complaint further alleges a perforation in the posterior jejunum wall was undiagnosed until '06 and the pt expired in the next day as a result of sepsis, peritonitis and end organ failure.